Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have 0's in place of 8's on the display. The humapen memoir is associated with pc (B)(4) / lot 0809c01. The operator of the device, user training status, length of use of the suspect device, and length of use of the device model were not provided. Return of the device was anticipated. It was not reported if the patient would continue to use this device model.